Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
The customer reported that these devices once powered on, will only last about 1 hour before battery is dead. The customer additionally reported that the devices do not provide a low-battery alarm prior to shut down. No patient impact or consequences were reported.